Event description:
Report received indicated that during a percutaneous transluminal angiogram to the pelvis and leg, the catheter sheath introducer (csi) separated and it was surgically removed. The angiogram was completed as usual; however, prior to sheath removal, inability to pull back blood from device during aspiration occurred. It was difficult to remove the csi from left common femoral artery and part of the sheath cannula separated. The separated piece was removed surgically with an arterial cut-down. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.